Event description:
A report was received that, for one patient, three closed suction catheters had the sleeve torn during the suction procedure. After the tear, the end user stated that the catheter could not be advanced to complete the suction procedure. The end user was concerned that the tear disrupted the sterility of the catheter. There was no report of patient injury or medical intervention. Company has no first hand knowledge of the allegations but is relaying information received from outside sources pursuant to federal regulations.